Event description:
It was reported that this patient presented to the emergency department following two syncopal episodes. Upon interrogation, this pacemaker had declared a lead safety switch (lss) due to high, out-of-range right atrial (ra) impedance measurements (>2000 ohms). Additionally, the right ventricular (rv) lead pacing impedance was also elevated at 1333 ohms. The device data was forwarded to boston scientific technical services (ts) for review. It was discussed that at the time of the patient's syncope, there were no stored events and the specific cause of the episodes was unknown. Ts provided thorough recommendations for assessing the ra and rv lead integrity in-clinic, such as via provocative maneuvers and diagnostic imaging. The recommended isometrics were performed which showed no evidence of abrupt sensing changes. The physician elected to reprogram the rv lead sensitivity to resolve the event and the patient was stable. However, it was stated that the patient recently passed away due to congestive heart failure and chronic renal failure. The system remains implanted and it is not expected to be returned for analysis.